Event description:
It was further reported that the motion pan was damaged. It was also reported that both the power cord and auxiliary power cord were missing the ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.